Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged etch at the transformer location of the analog board. This is likely related to the xmfr becoming dislodged from the pcba causing stress on the surrounding etches. We were unable to determine what caused the xmfr to dislodge from the pcba. Analysis for reports of this type has not identified an increase in trend.